Event description:
It was reported that thrombosis occurred. Eliquis was stopped two (2) days prior to the procedure. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. After transeptal puncture (tsp), a mobile thrombus was seen on the pigtail catheter. The thrombus was aspirated with a 50cc syringe and the case continued. The activated clotting time (act) was therapeutic throughout the procedure, and 10,000 units of heparin were given prior to tsp. The closure device was implanted successfully with no issues. The patient was discharged on (B)(6) 2025 and is expected to fully recover.